Event description:
It was reported that the physician called technical services (ts) and requested further review of the implantable cardioverter defibrillator (ICD) device stored data due to concerns of inappropriate therapy delivery due to noise. The patient reported having experienced episodes of shocks. Upon review of the electrogram (egm), ts observed oversensed noise on the right ventricular (rv) shock channel appeared to have led to four bursts of anti-tachycardia pacing (atp) and two shocks to be inappropriately delivered by the device. Ts noted that the lead impedance and threshold measurements appeared to be stable and within the normal limits. The physician reported that the noise was recreated with isometric tests. Ts discussed possible causes with the physician. The physician will continue with monitoring. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.